Manufacturer narrative:
The exposed soft cannula for the received pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. The download data showed an 0x1c alarm generated, indicating that pod had reached expiration time (ran for 80 hours). Generation of the hazard alarm stopped the delivery of insulin. The pod ran for 2667 pulses before getting deactivated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and a bolus was given..